Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) , implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported it is taking a "long time" to connect to their pump and stated it takes "2-3 minutes" to connect and it will freeze at 90%. The patient would sometimes get a message stating app is not responding, close or wait. The patient was able to connect to pump and receive bolus after stalling at 90 percent. The agent walked the patient through closing out of the application, turning airplane mode off and back on, restarting the handset, and the patient was able to connect again but still had a stall. The patient was frustrated with the amount of time and that they had just had this replaced recently. The patient also mentioned they had heard there was a ptm that was older but faster. The agent informed patient pats can only replace what patient already has and not switch to a different model. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement handset. The app freezing/not responding and poor communication. No patient injury reported.